Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. On (B)(6) 2024, the cgm reading was 380 mg/dl and the patient was feeling thirsty and looked pale. The patient took a bg reading which was 500 mg/dl. The patient went to the urgent care and there they took a bg reading which was 480 mg/dl and the cgm reading was 400 mg/dl. The patient was treated with 2 bags of intravenous (IV) saline solution and 5 units of insulin injection. He was being observed and stayed in the urgent care for 3 hours. When the patient was discharged the bg reading was 200 mg/dl and the cgm reading was 220 mg/dl. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a, b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.